Event description:
It was reported that externalized conductors were seen during routine diagnostic imaging. No electrical anomalies were detected. The lead remains implanted and will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.